Manufacturer narrative:
Visual inspection performed by r&d product manager on 29 january 2018: the hexagonal part of the instrument is conforming to the specification, the piece is conformed to specification. The cause of the malfunction occurred during surgery, it is possible associated to a not correct use of the device, it is possible that the stem repositioner was associated to a wrong hexagonal screwdriver.

Event description:
Difficulties in hip reduction maneuvers, it was decided to remove the stem to broach the canal more: the stem repositioner did not couple properly with the implant, as the screw was not able to be screwed in. The stem could not be removed and the operated leg was left 1 cm longer than the other. 15 minutes of delay.

Manufacturer narrative:
Batch review performed on 18 december 2017. Lot 1652671: (B)(4) items manufactured and released on 25 nov 2016 no anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Investigation done by r&d product manager on 20 december 2017 based on the pictures recevied by the complainer: based on the pictures received, it is possible suppose that a wrong screwdriver has been used coupled with the instrument, that could have caused the deformation of the exagonal part.

Event description:
Difficulties in hip reduction maneuvers, it was decided to remove the stem to broach the canal more: the stem repositioner did not couple properly with the implant, as the screw was not able to be screwed in. The stem could not be removed and the operated leg was left 1 cm longer than the other. Fifteen minutes of delay.